Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on (B)(6) 2009. Concomitant surgeries include anal overlapping, sphincteroplasty, and perineal repair. On (B)(6) 2009, a small mesh exposure which was less than one centimeter on the posterior vaginal wall was noted. The exposed mesh was excised in the office with no problems. The surgeon opines that the potential contributing factor to the event was a possible infection. The patient was treated with flagyl for five days. The event was reported as resolved.